Event description:
Spontaneous report from the united states. Local reference: (B)(4). Quality complaint was opened: references #(B)(4). This initial serious case report was received on 17-apr-2024 from the dentist via dealer by email. Follow-up #1 was received on 17-jun-2024 from quality department. All information were processed together. The report described an exposure to device contaminated with body fluid, occupational exposure to product, accidental needle stick and needle separated from collar with suspected device patterson disposable plastic hub needles 30 gauge short blue, (B)(4)/box in the dentist (who got the needlestick), age, sex and medical history unspecified, during change out. No further information was available regarding the dentist. On an unspecified date, the dentist was stuck with a needle that separated during change out. The blue cap along with the white plastic portion that held the needle came off, but the needle did not. The needle should not have separated from the white portion and believed it was a defective needle. There was no injury. Other information of product: batch: #f08917aa, expiry date: 31-aug-2024. This case was considered as serious as it retrieved the following seriousness criteria: other medically important condition. Fup #1: quality investigation report received. Manufacturer's preliminary comments: for initial and follow-up reports: preliminary results and conclusions of manufacturer's investigation: based on the information available, this case described an exposure to device contaminated with body fluid, occupational exposure to product, accidental needle stick and needle separated from collar with suspected device patterson disposable plastic hub needles 30 gauge short blue, (B)(4)/box in the dentist. On an unspecified date, the dentist was stuck with a needle that separated during change out. Quality defect is suspected as well as a possible use error/abnormal use by the practitioner. Pending quality investigation results, no root cause can be identified and use error/abnormal use cannot be excluded. Pending quality investigation, no CAPA is required.

Manufacturer narrative:
For final (reportable incident): description of the manufacturer's evaluation concerning possible root causes/causative factors and conclusion tests were performed on sofic retention samples, no fallen cap and no defect was observed to the holding issue between cap and the hub. The most probable root cause of this incident is an use error/abnormal use by the dentist. Results of the assessment: use.sofij2-008: the practionner grips the cap instead of the hub to detached the needle form the syringe. This is the first complaint related to an "insufficient holding between cap and hub" defect for the claimed batch f08917aa (quantity sold: (B)(4) needles). The occurrence of the claimed defect is evaluated as low. Description of remedial action/corrective action/preventive action/field safety corrective action (fsca): as a corrective action, an update of the IFU leaflet (s-eupi009) will be implemented in the context of harmonization for all the private labels sold in the us and canada (including patterson brand). Following the performed investigations, no quality defect has been noticed on the tested samples that could lead to the claimed defects, the products design performance remains within specifications. The most probable root cause of this incident is an use error/abnormal use by the dentist. Final comments from the manufacturer: as a corrective action, an update of the IFU leaflet (s-eupi009) will be implemented in the context of harmonization for all the private labels sold in the us and canada (including patterson brand). Following the performed investigations, no quality defect has been noticed on the tested samples that could lead to the claimed defects, the products design performance remains within specifications. The most probable root cause of this incident is an use error/abnormal use by the dentist.

Manufacturer narrative:
Manufacturer's preliminary comments. Based on the information available, this case described an exposure to device contaminated with body fluid, accidental needle stick and needle separated from collar with suspected device patterson disposable plastic hub needles 30 gauge short blue, 100/box in the dentist. On an unspecified date, the dentist was stuck with a needle that separated during change out. Quality defect is suspected as well as a possible use error/abnormal use by the practitioner. Pending quality investigation results, no root cause can be identified and use error/abnormal use cannot be excluded. Pending quality investigation, no CAPA is required.

Event description:
Spontaneous report from the united states. Local reference: (B)(4). Quality complaint was opened: references #(B)(4). This initial serious case report was received on 17-apr-2024 from the dentist via dealer by email. The report described an exposure to device contaminated with body fluid, accidental needle stick and needle separated from collar with suspected device patterson disposable plastic hub needles 30 gauge short blue, 100/box in the dentist (who got the needlestick), age, sex and medical history unspecified, during change out. No further information was available regarding the dentist. On an unspecified date, the dentist was stuck with a needle that separated during change out. The blue cap along with the white plastic portion that held the needle came off, but the needle did not. The needle should not have separated from the white portion and believed it was a defective needle. There was no injury. Other information of product: batch: #f08917aa, expiry date: 31-aug-2024. This case was considered as serious as it retrieved the following seriousness criteria: other medically important condition. Manufacturer's preliminary comments. Based on the information available, this case described an exposure to device contaminated with body fluid, accidental needle stick and needle separated from collar with suspected device patterson disposable plastic hub needles 30 gauge short blue, 100/box in the dentist. On an unspecified date, the dentist was stuck with a needle that separated during change out. Quality defect is suspected as well as a possible use error/abnormal use by the practitioner. Pending quality investigation results, no root cause can be identified and use error/abnormal use cannot be excluded. Pending quality investigation, no CAPA is required.